Event description:
Non-delivery reported. The pump was in home care use. It was programmed in the intermittent mode to infuse an unspecified dosage of timentin in 250ml normal saline. Approximately 40ml of solution was to be infused over one hour for 6 doses. When the homecare nurse went to the pt home to hang a new container, she noted that the previous container was still full and the display was blank with no history available. The pt and family report that no alarms were heard. The pt did not experience any adverse effects. The new container was started with a new pump. No additional info was available.

Manufacturer narrative:
The pump was placed with the customer on 10/30/1997. Therefore, co is unable to confirm the customer report that the event was an out of box failure. A review of the pump's history shows the pump was in use from 2/26/1998 until 4/3/1998. The history did not indicate that an intermittent protocol of 40 ml for 1 hour every 6 hours was programmed (per customer report). An intermittent protocol was programmed on total of 3 doses. An infusion test was run: intermittent mode, 40 ml over 1 hour and repeated every 6 hours. The expected amount was 252.4 ml and the measured amount was 241.8 ml. The percent of error was -4.2%. The pump infused within the system accuracy of the product specification.